Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site. A service history review was performed and found that the device had been serviced within the last twelve (12) months for a similar ultrafiltration event. All required service actions were completed in the last service cycle, which included adjustments to the ultrafiltration and variable flow units. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. After use, the patient's weight differed by 500g from the total amount of dialysis dehydration. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.